Manufacturer narrative:
10/16/17 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - the customer supplied pictures indicate necrotic tissue at injection site. The cause for the necrotic tissue can not be determined as the needle, lidocaine, and process during the procedure is not known. The complaint is confirmed. Device history evaluation - any applicable nonconforming product report / nonconforming material report history: none. Any applicable variance authorization / deviation history: none. Any applicable engineering change order / manufacturing change order history: none. Any applicable corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the customer supplied pictures indicate necrotic tissue at injection site. Root cause undetermined. There has been no manufacturing deficiency identified.

Event description:
Doctor initially reports the syringe created necrotic tissue at the injection site. On (B)(6) 2017 doctor reports anesthetic used: septocaine 1:200,000 - approximately 1/3-1/2 carpule injected at cervical of facial surface of tooth at gum line under pressure at 3 sites mesial proximal, facial, distal proximal. Chlorhexidine rinse cleared up the area. Area resolved without further incident.